Event description:
Rptr has noted extensive swelling of extremities from protein in the urine, caused by a kidney dysfunction called nephrotic syndrome. She has thyroid problems (low) requiring medication, vision damage diagnosed as retrobulbar optic neuritis, blank spots in vision, photosensitivity, numbness in feet, slower cognitive process, headaches, irritable bowel syndrome, and all causing emotional distress.